Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation showed the suture and both anchors were returned. The needle overmold assembly was severely bent. The depth limiter button was in the default position. T1 was in the t1 position. T2 was in the t2 position. The suture was tucked into the depth gage tubing. The actuator tip was behind t1. A functional evaluation showed the actuator tip moved t1. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use in a meniscal repair, after the t1 of the fast-fix was deployed, the t2 deployed prematurely. Both ts were removed from the patient. Two fast-fix were involved in this case. The procedure was completed with non-significant delay and was finished with a smith and nephew back up device. No patient complications were reported.